Event description:
Component fractured.

Manufacturer narrative:
Component fractured. Material updated. Adverse event ticket in the follow up since the event happened overtime. (Placed (B)(6) 2025 - removed (B)(6) 2025).

Event description:
Component fractured material updated. Adverse event ticket in the follow up since the event happened overtime. (Placed (B)(6) 2025 - removed (B)(6) 2025).